Event description:
On (B)(6) 2021 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2022 during a home visit, the nurse noted that the patient's stoma site was red and excoriated with clear liquid discharge. The patient had pain when moving the peg tube. A physician assessed the patient and prescribed oral amoxicillin and an unspecified antifungal cream.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.